Event description:
Information received from the field notes that the patient complained of palpitations, fatigue and weakness. Intermittent atrial undersensing was noted. A chest x-ray revealed that the helix was not extended and there appeared to be an increased separation between the proximal ring and the metal housing of the helix. The device remains implanted.~~~~~~